Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-02548. It was reported that the centrimag console displayed a pressure system fault alert.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pressure alarms was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 4 days (B)(6) 2020 per time stamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. Throughout the log file, pressure alarms (¿pressure 1 above maximum: p6¿, ¿pressure 2 above maximum: p7¿, pressure 1 below minimum: p4¿, and ¿pressure 2 below minimum: p5¿) were captured throughout the log file either before or after the pump was stopped or started, or when the pump speed was adjusted. These alarms did not appear to be atypical in nature. The pressure sensors were calibrated several times throughout the log file. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis to the service depot and was evaluated and tested. The reported event was unable to be duplicated or verified. The console was tested with a test motor and the returned and associated flow probe. The unit was returned to the customer as is. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction. The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.